Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the tip of the needle broke when suturing a c-section. The broken part is still within the patient. They tried to locate it using x-ray, but failed.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the current patient status is fine.